Event description:
A surgeon implanted a 3-piece silicone lens model aq2010v and was torn upon insertion. The lens was implanted and removed without pt injury. It was indicated the aq cartridge, lot number 1191209, was used. The contact could not recall the model and lot numbers of the injector.